Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery depletion was required and battery was malfunctioned and also reported pump error 49,68 and 23. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed customer reported the transmitter did not blink when connected to the sensor and loss of communication between pump and transmitter. No harm requiring medical intervention was reported. Product return required for mmt-1886. It is unknown whether product will be returned.

Manufacturer narrative:
Pump passed displacement test, self test. Led function properly and no anomaly noted. No pump error 15, 49, 68 noted during testing.¿ successfully utilized crest and thus to download history files, traces files. Found pump error 49 critical handling alarms on 10/05/2024 08:33:23.000, 10/05/2024 08:33:35.000, 10/05/2024 08:33:40. Also found 68 on 10/05/2024 08:33:23.000, 10/05/2024 08:33:28.000 in file history. The test guardian link communicated or paired properly with the pump noted. No communication anomaly or device not found noted. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, cracked case (battery tube), serial number label missing. Pump error 15, led anomaly and no communicate to sensor simulator not confirmed. Pump error 49, 68 in file history, problem isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.